Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws stopped working and would not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(4) 2019. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed. Blood was observed on the harvesting handle. Blood and tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the hot and cold jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The toggle switch was pulled back and advanced forward to observe the motion of the jaws. It was observed when the toggle was pulled back the jaws did not close as expected and remained in an open position. The handle was opened to evaluate the internal components. No blood was observed on the inside of the handle. The switch was examined under microscopy and was observed to be intact with no defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; as soon as the power was turned on to the device it produced visible steam and audible sound during several activations. The pre-cautery test was repeated 10 times with the same observed failure. The engineer determined that the guide rod was able to be easily removed from its position. The yoke was not welded to the guide rod properly. It was determined the welds failed between the control rod and the stamped yoke. Based on the results of the evaluation, the reported failure mode ¿mechanical issue; jaw¿ and analyzed failure modes ¿material twisted/bent; wire" and "detachment of device or device component" were confirmed as well as for "device remains activated". A certificate of conformance (c of c) for the yoke was reviewed, there were no non-conformities recorded.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws stopped working and would not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.